Event description:
It was reported that a malfunction occurred with the pump. There was no impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump and understood the instructions to call back if the issue recurred. Customer continued using the pump without further problems.